Event description:
It was reported during delivery, the distal section of the pipeline could not be released from the capture coil. After several attempts, the rest open but the distal tip is still inside the capture coil. Another pipeline was used to compress the distal tip between the two pipelines. No patient injury reported.

Manufacturer narrative:
Only the pushwire was returned for evaluation and measured approximately 169.3cm. Analysis of the break point showed the failure of the pushwire occurred due to torsional overload.(B)(4)